Event description:
It was reported that a pta procedure was being performed for a stenosed graft via the graft in the arm and the inflated balloon failed to deflate after the procedure. The doctor had to use a micropuncture set to deflate the balloon. A second pta balloon dilatation catheter was used to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria, including all testing for inflation and deflation of the balloon. The sample was not returned, as it was discarded by the user facility. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown.